Event description:
The jaws on the bipolar device broke. The plastic end of the bipolar broke off during dissection. No injury or additional intervention was required. The tip was retrieved.

Manufacturer narrative:
The returned product was visually and functionally evaluated and confirmed that the upper jaw of the device was broken.